Event description:
The account stated white smoke came out of the cell-dyn 3200 monitor. The account turned off the power and then changed the monitor. There was no fire from the white smoke. There was no injury to the operator due to the white smoke.

Manufacturer narrative:
Power was turned off. There was no fire associated with this smoke. This issue with the monitor was confirmed over the telephone and a new monitor was sent to the account. Country service and support confirmed the instrument monitor first displayed focus issues for several days, then began to smoke. A new monitor was sent to the customer who changed monitors and confirmed the monitor displayed correctly and walked normally. The cd3200 system operator's manual (06h60-01, rev m) states that in an emergency situation the customer should turn off power in any order as quickly as possible (page 5-62). Section 8, on hazards, states that basic electrical hazard awareness is essential to safe operation. Nothing should be disconnected while the power is on and to follow directions to power down the instrument and all connected equipment before performing any tasks such as maintenance or moving equipment (p 8-4). The manual does recommend, under installation procedures, that adequate space be left around the instrument to allow the instrument to be disconnected easily from the power source (p 2-3). A review of the complaint analysis trending system and trending analysis support system reports,for the period april 2007 through december 2007, did not indicate any adverse trend for cell-dyn 3200, list base 04h60-01 for monitor issues. Reference where in labeling the event is addressed: cell-dyn 3200 system operator's manual, 06h60-01, rev m. Section 2: installation procedures and special requirements: space requirements: p 2-3. Section 5: operating instructions: routine operation: power off procedure: p 5-62. Section 8: hazards: hazard information and precautions: electrical hazards: p 8-4. This is a final report.